Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of plunger missed the lens, unable to implant. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).